Manufacturer narrative:
(B)(4): the plus unit returned with the guidewire was inserted in the plus unit. The spring tip was separated from the guidewire but was entwined around the catheter burr. A tug test was performed to examine the integrity of the connection and a connect/disconnect test were completed. No issues were noted with the unit's handshake connector during the connection of the device. The burr was microscopically examined and the burr was flared and misshapen. A scratch test performed to confirm if the returned burrs cutting action was acceptable confirmed that the burrs cutting action was acceptable. The rotablator plus unit was wet tested as per procedure and no issues were noted with the rotablator plus unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Root cause is determined to be use/user error. A misshapen and flared burr annulus was evident, which is consistent with the burr coming into contact with the wire. The directions for use warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.